Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon didn't have a string [device physical property issue]. Tampon didn't have a string. Wasn't easy to get out- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via email that the tampon did not have a string. No serious injury reported.